Event description:
Subsequent information indicates that the patient will continued to be monitored closely by the following physician.

Event description:
Boston scientific crm received information via a latitude red alert that this right ventricular (rv) lead displayed a low, out of range shock impedance measurement. The patient was brought into the clinic for follow up. A commanded max energy shock was delivered which resulted in a normal shock impedance measurement. An attempt to obtain additional information regarding an action plan for the patient has been made. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
--

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.